Event description:
Customer reported that while the alarm was in use the patient removed himself off the pad and the alarm did not sound. The batteries have been replaced with a new supply. There was no visible damage reported. There was no patient injury reported.

Manufacturer narrative:
Evaluation results: - the reported product issue was not confirmed. Evaluation of the returned product revealed the unit powers up with batteries and sounds the alarm as it should. The unit passes all functional tests. Visual findings revealed battery leakage inside the battery compartment nd on the flat contacts. Also the moisture indicator shows moisture due to leakage. Note: posey instructions for use warning statement: take care when installing new batteries. The alarm will not work if batteries are installed improperly. Do not mix old and new batteries, or battery brands within a battery pack. Always install a completely new set of batteries. Do not allow batteries to deplete while in the alarm. Depleted batteries may leak and corrode, causing damage to the electronics and reliability. (B)(4).